Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding an unknown patient implanted with an unknown stimulator. It was reported that the hcp knew of someone who MRI scanned a person with a stimulator approximately five to six years prior to (B)(6) 2016 and it was ¿not good¿. The patient claimed that they didn¿t have anything in them and ¿the nerves jumped off of there¿. The hcp had no further information regarding the event, the type of stimulator, or the manufacturer of the stimulator.